Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe was missing scale markings. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 7345596. Customer states that the scale print was missing from the syringes. The returned syringe was examined and exhibited no scale markings printed on the barrel. A review of the device history record was completed for batch# 7345596. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200736561, 200737821, 200736523, 200736269] noted that did not pertain to the complaint. There were three (3) notifications [200736564, 200735896, 200736666] noted for missing zero lines. There was one (1) notification [200736312] noted for ink rings. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for missing scale markings include: damage to the pad print drum not touching the pad for ink transfer pad heat set incorrectly print head timing out of adjustment.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe was missing scale markings. No serious injury or medical intervention was reported.